Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Patient's father reset the receiver and it resolved the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).